Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that there was bruising and soaring over the incision site. The patient underwent a pocket revision procedure and was doing well post-operatively. The device remains implanted.